Manufacturer narrative:
Hamilton medical ag ref. No.: (B)(4). Investigation outcome. Based on the analysis of the logfiles provided, all important actions such as operator settings, actions and alarms, system behavior were properly recorded. The log files confirm that technical fault tf 5507 occurred on multiple occasions and was last recorded on february 19, 2026, while the ventilator was in standby mode. No patient involvement was reported. Prior to this incident, the first occurrence of alarm tf5507 was recorded in the log files on (B)(6), during ventilation of a patient. Ventilation continued and no health or consequences to the patient were reported. During the onsite visit, the service technician performed troubleshooting activities and identified a defective sensor board as root cause of incident. The sensor board was replaced and following replacement all functional tests and ventilator checks passed. It was therefore confirmed that the corrective action resolved the issue and the ventilator operating as intended.

Event description:
It was reported to hamilton medical ag that on 19.02.2026 they have seen a random error tf5507. After this, during test use with test lung, the fault tf5507 appeared with increased frequency. No patient involvement was reported.